Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17483. It was reported that patient was not getting adequate coverage of the hips and low back. X-rays indicated that both leads had migrated south. Surgical intervention was undertaken on (B)(6) 2022 wherein the right lead was repositioned; however, the other lead was unable to be revised. Effective therapy was not restored. Additional surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.